Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/04/2016. Retain and return product was tested and functioning according to specification. Product number: 09p31-25, lot number: h16072, expiration date: 28-aug-2016, manufacture date: 12-mar-2016, UDI: (B)(4). 09p31-25, h16021, 14-jul-2016, 21-jan-2016, (B)(4). Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing of chem8+ lot h16021 met the acceptance criteria outlined in (B)(6) (product complaint level 2 and level 3 investigation procedure). Retained and returned cartridge testing of chem8+ lot h16072 met the acceptance criteria outlined in (B)(6) (product complaint level 2 and level 3 investigation procedure. Customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory on the same sample on the same day.

Event description:
On 07/05/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant chloride (cl), and sodium (na) result on a 29 year old male patient presented in the emergency department with epigastric pain. There were no injuries associated with this event. There was no additional patient information available at the time of this report. Return product was available for investigation. Method: I-stat, date: (B)(6) 2016, tested time: 0727, na: 116, cl: >140. I-stat, (B)(6) 2016, 0814, 148, 109. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) 2017 at abbott point of care ((B)(6)).